Event description:
The report stated that "the balloon did not inflate during use in ICU." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with a monoject limited volume syringe for evaluation. An arrow contamination shield and introducer were seated to the catheter through 40cm to 105cm from the catheter tip. The distal end of the contamination shield was located 55cm from the tip. The contamination shield and introducer were removed from the catheter for evaluation. The balloon was found to be ruptured at the center area of latex. The rupture size was found to be 0.0625" in length and the edges at the rupture site appeared baggy and could not be matched up. It could not be determined if latex was missing due to the baggy edge. All through lumens were patent without any leakage or occlusion. All through lumens were tested for patency and leakage as follows: a 12cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip and the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No visible damage to the catheter body, balloon bonding sites or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Manufacturer narrative:
The product was reevaluated. This complaint was originally considered reportable as there appeared to be latex missing from the balloon. Upon reassessing, it was concluded that the edge of the rupture site appeared baggy but the edges matched up with no missing latex. This complaint has been determined to be not reportable, based on the new information.